Manufacturer narrative:
The ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, pacing threshold measurements were not able to be measured on this right atrial (ra) lead. The field representative then checked the lead and did obtain a threshold measurement. However, at the one-week check, the ra threshold was again not able to be measured. An x-ray was performed, which confirmed the lead was dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.